Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patients constipation issue was not related to the spinal cord stimulator (scs). The scs was turned on and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that during the lead revision on (B)(6) a paddle lead was placed and both percutaneous leads were removed. All parts of the percutaneous leads were removed. The leads would not be returned as they were disposed of by the facility. There were no issues with the leads other than pain increased and was in different areas. No troubleshooting, interventions, or other actions were taken to resolve the event. The lead placement looked good radiographically but the system would not be turned on until the follow-up visit in 10-14 days.

Event description:
Additional information received reported the patient was seen in the clinic the day of the report for the first time post lead revision. The manufacturer representative was told that the patient was dealing with constipation issues and that the patient did not want them to turn on the stimulator until the next visit, which was (B)(6) 2015.

Event description:
It was reported that the patient was scheduled for a lead revision on (B)(6) 2015. The reason for the lead revision was not sufficient coverage of pain area. There was no alleged product issue, but actions required as a result of the event was surgical intervention. Patient status at the time of the report was alive, no injury. It was unknown if there were any patient symptoms or complications associated with the event. Information regarding patient outcome after the lead revision has been requested. If additional information is received, a follow-up report will be sent.